Event description:
As part of the manufacturer's recall campaign, the patient presented himself for a check-up of the device implanted in 2018 hip prosthesis. The x-ray control showed a clear decentering of the prosthetic base and unusually large osteolysis in the acetabulum as a sign of premature inlay wear. This could happen. Revision can be verified with cup replacement (mrs titan max 56 mm). As part of the replacement operation. The curettage and filling of the cysts in the acetabulum was carried out using allogeneic spongiosa and the replacement of the cysts prosthetic head. Item data of the implantation and replacement, as well as photos of the explants, will be sent upon receipt. The explants are currently in the laboratory doctor's office for microbiological examination using sonication. After the examination (14 days of long-term incubation), these will be sent back to the customer and will be made available if the customer provides consent. No further information.

Manufacturer narrative:
D10: concomitant: 5326420 180-01-52 - crown cup,cluster-hole gr.52. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified. In 2022 all gxl were removed from the market under recall # 18832/21. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.